Event description:
It was reported that during the implant procedure, the lead was removed from the packaging and the helix was extended. The physician opted to not attempt the lead due to the extended helix. The lead was not used with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst commented that the the helix wasn¿t fully retracted upon receipt. The helix was extended/ retracted within specification. (B)(4).